Event description:
Pt who experienced pain greater than one year was enrolled in a (B)(6) and was implanted on (B)(6) 2007 with prodisc-c implant at level c5-6. Pt experienced a mva on (B)(6) 2010 and returned to surgeon on (B)(6) 2010 complaining of headaches. X-rays showed pdc in excellent position at c5-6 and degenerative osteophytic changes at c6-7, pt was monitored. Pt experienced neck pain on (B)(6) 2011 and was treated with a series of epidurals on (B)(6) 2011. An x-ray on (B)(6) 2011 showed excellent position of c5-6 and at c6-7 there was significant degenerative osteophytic changes. The prodisc-c was not removed.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment not diagnosis. This complaint claims adjacent level breakdown or formation of osteophytes after implantation of the pdc device due to natural causes. A search on pub-med failed to uncover any specific reports of a prodisc-c revision resulting from adjacent level breakdown or from the formation of osteophytes. However, several publications exist showing favorable results regarding adjacent level breakdown post prodisc-c implantation. Patient selection is very important in order to get good results with this implant. Because no specific prodisc-c implant design or technique complication was reported, a review of the prodisc-c implant functional and design requirements traceability matrix and risk analysis is not necessary. In this case, patient selection may have been a factor. Patient selection is very important and the prodisc-c technique guide includes a comprehensive list of indications, contraindications, and patient exclusion criteria. The patient was experiencing discomfort, but it is unclear as to what discomfort or where the generator may be.